Event description:
The customer's mother reported that her son's blood glucose reached 452 mg/dl. He "pushed his arm against the chair" during the cannula insertion, but did not use the recommended "pinch up" technique, therefore, the mother thinks the cannula did not insert properly. The pod was discarded.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any defect or deficiency contributed to the reported hyperglycemia. The caller reported that she thought that the cannula may not have inserted properly into the infusion because her son did not follow the recommended application technique. This condition could interrupt insulin delivery and contribute to high bg. The omnipod user guide warns "if you are applying a pod in a place that does not have a lot of fatty tissue or is very lean, pinch the skin around the pod after you press start, and hold it until the cannula inserts," "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl, mean high blood glucose (hyperglycemia). If you get results about 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."